Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was transferred to the operating room (or) for chest closure and required cardiopulmonary resuscitation (CPR) post implant. It was further reported that the patient acquired renal dysfunction, acute respiratory dysfunction, decompensated, and became hypoxic three days post implant. The patient was placed on veno-arterial extracorporeal membrane oxygenation (ECMO-va), dialysis, and a ventilator. The site suspected a pulmonary embolism and indicated that the patient developed multi-organ failure due to hypoperfusion. The patient showed no signs of recovery and was placed on comfort care. It was further reported that the patient subsequently expired.

Manufacturer narrative:
Product event summary: the hvad pump was not returned for evaluation. Log file analysis revealed that the pump power and estimated flow rate began decreasing from (B)(6) 2018. Seven low flow alarms have been logged since (B)(6) 2018. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.